Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A crack was observed in the y-site, extending from the orifice nearly to the branch site. The crack occurred opposite the gate. Microscopic inspection of the crack revealed that it propagated along a molding weld line. The crack exhibited a granular fracture surfaced. Abundant superficial stress fracturing was observed in the vicinity of the crack. The crack occurred along features caused during the molding process. The abundant stress fracturing suggested that processing conditions also may have caused internal polymer stress. These conditions appeared to be caused by manufacturing processes. The device is a supplied component and the supplier has been notified this event. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported the needle cracked at the proximal port. It was stated patient was coming off elastomeric pump and research drug was being infused when rn noted that typical spot where y site cracks was leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the needle cracked at the proximal port. It was stated patient was coming off elastomeric pump and research drug was being infused when rn noted that typical spot where y site cracks was leaking.